Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issue, broken gripper line, inability to close the clip and foreign body in patient. It was reported that this was a mitraclip procedure mixed mitral regurgitation (mr) with a grade of 3-4. An ntr clip delivery system (cds) was advanced and the leaflets were grasped. However, while preparing to deploy the clip, the physician noticed that the gripper line had broken since both ends were able to be retracted. After the gripper line broke, it was noticed that the posterior leaflet was not grasped. It was noted that the posterior leaflet was actually never grasped. To remove the clip, it was attempted to be inverted, but it was noticed that the gripper arms had broken as well. One of the broken gripper arms became tangled with the anterior leaflet. After multiple attempts to remove the clip, the clip was unable to be released from the anterior leaflet. The clip was also unable to fully close; therefore, the decision was made to deploy the clip on the anterior leaflet. Since the clip was unable to complete close, an additional clip was implanted for stabilization. Mr reduced to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported gripper line break during removal was confirmed via returned device analysis. The reported inability to actuate grippers, inability to close the clip, difficult to remove from anatomy, and difficult leaflet grasping could not be tested via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided, a conclusive cause for the gripper line break cannot be determined. The reported inability to actuate grippers is likely the result of the gripper line break. The reported difficult to remove from anatomy is the result of the inability to actuate grippers. A conclusive cause for the reported inability to close clip could not be determined. The reported difficult leaflet grasping is the result of the inability to actuate grippers. The reported foreign body in patient is the result of the difficulty removing the clip from the anatomy. The reported patient effect of foreign body in patient, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.